Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were provided by the customer. No customer pictures were received. No material number nor batch number was provided by the customer. No clarification or further information was received from the customer. The complaint cannot be determined.

Event description:
Customer states that the fill line is a problem as the vacuum in the tubes does not allow the blue too to fill all the way to mid or max levels.